Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The customer troubleshot with technical support. And performed a touchscreen calibration. The issue was resolved. And the ventilator was returned to use.

Event description:
It was reported that the ventilator top 3rd of touchscreen was not responding to touch. No patient involvement. The event date was not specified; estimate used.